Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a clearlink set. The medication (paclitaxel and another chemotherapy agent) would only make it halfway through infusion before clogging the tubing. The customer reported that they believe that the no flow issue occurred due to a high concentration of the drug being administered. Since this incident the facility has decreased the concentration and has no incidents since. There was no patient injury or medical intervention associated with this event. No additional information is available.